Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention product. Retention products were tested with 29 samples of drug-free donor urine, all coc results were negative at read time. No coc false positive were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Customer alleging receiving false positive test results for coc for 7 devices. "Client states that the 10 panel icup is having false positive for coc on donor urine specimen. The client ordered a total of 50 devices, the first box worked as intended. When testing random donors using the second box, all seven devices used were positive for coc. All tests showed no line develop in the test region for coc on random different fresh donor urine specimens. Presumptive positives were sent to an unknown laboratory for confirmation testing and were reported out as negative." No images or test reports were available. No additional or patient information provided. No adverse patient sequela reported.